Event description:
Ous MDR - this device cannot be interrogated. On (B)(6) 2011, home monitoring programming was confirmed from the programming details of the previous day's f/u. Between (B)(6) 2011, no data had been transmitted via home monitoring. The physician requested the pt come in for a f/u. On (B)(6) 2011, there was no pacing observed and the pt's pulse was 33 bpm. A staff member used three different programmer wands with the same results: the ics 3000 could not provide the device telemetry. Interrogation was unsuccessful and a ram dump could not be obtained. This device was explanted.

Manufacturer narrative:
Ous MDR.